Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff reported seeing a the wires at the tip of the tenaculum forceps coming apart. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of wires on the tip had come apart cannot be confirmed. Visual inspection shows no damage to the drive cables at the distal end. There are no other distal end components that appear broken or damaged. Instrument placed on is3000 system and driven. Recognition and engagement passed. Instrument moved intuitively with full range of motion in all directions. Grips opened and closed properly. Functional performance testing did not find any issues. No physical damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.